Manufacturer narrative:
(B)(4). G2: foreign, canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the g7 guide positioning rod came up broken at the start of the case. No patient involvement reported. It was confirmed that no further information could be provided.